Event description:
It was reported that during a da vinci-assisted rectal resection and total cystectomy procedure, the fenestrated bipolar forceps instrument tip broke. It was stated that the fragment fell inside the patient during an instrument tip collision. The surgeon did not notice any functionality issues prior to the breakage. The fragment was retrieved with the assistant's forceps. All fragments were confirmed to be retrieved by visual inspection. No post-operative tests were performed. The procedure was completed as planned robotically with a backup instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 12.25 mm x 5.19 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.